Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking; further described as ¿the twist clamp was not working, and some fluid leaked after the cap was taken off¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information was added to d1 (brand name), d4 (catalogue #), g4 (PMA/510k #), h3, h6, and h10. Correction to g3 (date received by MFR): replace december 02, 2022 with november 28, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye identified one of the occluder legs of the twist clamp was broken. Functional testing including leak, clear passage and clamp function testing were performed; clear passage showed no issues, however, leak and clamp function testing noted a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the condition was determined to be the broken or cracked main body of the twist clamp. The cause of the broken occluder leg could not be determined; however, the broken or cracked set is consistent with the damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.